Manufacturer narrative:
The reported events of unspecified sensing anomaly and helix mechanism issue were confirmed. A complete lead was returned in one piece. X-ray examination found that the inner coil was over torqued. Visual examination found twisted insulation and bent helix. Electrical examination found shorting between conductors. The cause of the reported event was due to bent, blood and tissue clogged helix and over torqued inner coil.

Event description:
It was reported that the patient presented in clinic for an initial implant procedure. During the procedure it was reported that the newly placed right-atrial (ra) lead exhibited poor sensing, and its helix exhibited failure to retract and extend. The ra lead was not implanted and an alternate near at hand was implanted on (B)(6) 2024. Patient condition was stable.